Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted into the patient. It is also reported that the patient experienced pain, discomfort, pressure, difficulty voiding urine, continued incontinence, discharge, scarring, infection, odor, bleeding, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted due to posterior repair, enterocele repair, cystoscopy, stapled hemorrhoidectomy due to sui, and circumferential prolapsing hemorrhoids. It was reported that following insertion the patient experienced pain, erosion, urinary problems, bowel problems, dyspareunia, vaginal scarring and other unspecified issues. It was reported that patient underwent mesh explant on (B)(6) 2006 due to mesh erosion. The patient underwent a hysterectomy on (B)(6) 2014. Patient underwent exam under anesthesia, excision of small ectropion, removal of 2 silk sutures and fulguration of tissue around the suture sites on (B)(6) 2007 due to bleeding, fecal urgency and drainage of mucus from the anal canal. No additional information was provided.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.